Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to correct the bipolar/monopolar not firing. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. .

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, a customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that erbe integrated electrosurgical unit (iesu) failed to deliver monopolar and bipolar energy. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with initial reporter and obtained the following additional information: it was unknown whether the iesu remained usable during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found during functional testing, the unit displayed error code 1 87 followed by m 02 3 upon startup, and a review of the erbe internal log showed errors m 1c. The complaint regarding an erbe issue, no monopolar or bipolar energy was confirmed by failure analysis. The probable cause of the reported complaint can attributed to a faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.